Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported peeling was not confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a coronary procedure on an unknown artery, the physician noticed black particles on her gloves while handling a balance middleweight (bmw) universal ii guide wire. The guide wire was exchanged to another bmw universal ii, but with a different lot number, to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.